Manufacturer narrative:
On (B)(6) 2017 this lead was used as a temporary pacing lead until the patients infection cleared. There are no known complaints on this lead. It was not explanted due to erosion. This report was opened in error.

Manufacturer narrative:
(B)(4).

Event description:
This system was explanted due to erosion. Should additional information be received, this file will be updated.